Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A field service engineer reported on behalf of the facility the laser head was moving on its own. Upon follow up, the site indicated there was no patient harm. They called technical services the same day the issue occurred.

Manufacturer narrative:
Additional information provided. The company service representative examined the system and was unable to replicate the reported nonconformity. The system was then tested and met all product specifications. The root cause of the reported event cannot be determined. The manufacturer internal reference number is: (B)(4).